Event description:
Operative notes stated that there were several small oozing venous locations to arterial pumping arteries were discovered at the lateral deep aspect of the closure site due to likely arterial injury at the time of closing. These were coagulated using electrocautery and sponges were placed inside the cavity to improve tamponade.

Manufacturer narrative:
B5. Describe event or problem; corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that patient had a new generator implanted and now has a painful hematoma around the generator site. Action taken was surgical evacuation of hematoma and the issue resolved. The event is severe and has a causal relationship to implant procedure. No additional relevant information has been received to date.